Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the display of the heartstart xl did not display any value. There was no patient involvement.